Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient stated they had an MRI the previous day and they took the device out of MRI mode and put it back on and now they were having a hard time getting it set again. The patient stated they think it needed to be reset before they went in for the MRI because they were not doing good with it. The agent reviewed general use of handset and communicator. The patient confirmed they are able to connect to implant and therapy is on. The patient increased stimulation on a different program but the caller stated that they were not feeling any stimulation. The patient changed to program 5 and increased stimulation to 4.0 and felt stimulation in their bike seat region. The patient denied any falls or trauma to the area. The patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their doctor if the issue persists. The caller stated that they received a letter stating their doctor had retired. The agent sent the caller an email with physician listings.